Manufacturer narrative:
Device evaluation summary: visual inspection showed evidence of bone wax on the tma (temperature monitoring adapter) and on the qb-inlet connection. The bone wax was removed. Pressure integrity testing was performed at 3 l/min with 23 psi (1189 mmhg) of back pressure for 10 minutes. During the pressure integrity testing there was a leak observed from the qb-inlet connection. There were no leaks observed from the tma. The reason for the return was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use of a fusion oxygenator device, a leak was observed at the temperature probe port on the outlet and at the inlet port connector to the oxygenator, and the leak was reported to have originated from a component (the temperature probe and the connector on the inlet to the oxygenator). It was reported that a very small amount of patient blood loss occurred due to the leak, described as a small puddle underneath. Use of the device was continued to complete the case, and no unplanned blood transfusion was required. There was no adverse patient effect associated with this event.